Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm, approximately 9 years ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the films were reviewed and the CT scan showed a migrated aneurx stent graft that has slipped and folded over on itself in the aortic sac. The distance of the graft from the renals is 6 cm, neck diameter at the renals is 34 mm and it had a 65 degree angulation. There was 30 - 40 mm of bilateral iliac fixation. The migration was attributed to disease progression, neck dilatation and angulation. This will be attempted to be fixed with a talent converter. The patient's limb has gone down due to the graft failure. This was found when the patient had chest pains and they were doing a heart cath. The physician is doing cardiac clearance to get the patient on the schedule. No intervention has been performed. No clinical sequelae were reported, and the patient is fine. A review of single returned image shows the bifurcate folded over itself at the flow divider. Unable to confirm if the limbs are also occluded.

Event description:
Additional information was received: the patient was treated approximately three weeks ago for the migration with a 36 mm talent converter. The physician had to manipulate the anatomy with wires to get the delivery system up after which the talent converter and 16 x 115 iliac limb were successfully implanted. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Evaluation, method: (B)(4) (film evaluation). Evaluation, results: (B)(4) inherent risk of procedure (migration, endoleak, occlusion), (B)(4) patient's condition affected effectiveness of device (disease progression, neck dilatation and angulation). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (disease progression, neck dilatation and angulation).